Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-oct-2018 with the following findings: a review of the black box showed no power interruptions. No damage was found to the battery cap or battery compartment. The battery cap attached securely to the pump. The alleged power issue was not duplicated during testing. Immediately after priming the pump a ¿pump not primed¿ warning occurred. The pump was opened, and moisture damaged was found on the printed circuit board. The loss of prime was due to moisture damage from a pump case crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump had intermittent power. No damage to the pump was reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.